Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm occurred due to a disruption in power to the mobile power unit. This occurred on (B)(6) 2018 at 12:16 am. It was reported that the cause of the no external power could not be determined. No additional information was provided.